Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated form received. As verbalized by patient "I called in because of a recalled product implanted in my right knee. I was revised because of the loose knee, pain and I cannot move/do anything. And I will be having a second surgery." I asked the patient for the product information. Provided the information about the authorization letter, patient understood. Asked for further assistance, patient declined. Doi: (B)(6) 2016 ; dor: (B)(6) 2017 (right knee).